Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, while bowing the sphincterotome prior to performing the sphincterotomy the cutting wire broke inside the catheter. The wire did not break off of the device and is still intact. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed and the root cause could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed.